Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, when the doctor used the staple to prepare to break the rectum, he pressed the green safety button to prepare to fire, and found that the grip could not be pulled down and could not be fired. The staple was replaced to disconnect the rectum and complete the procedure. There was no patient injury.